Event description:
On unknown date, the patient began treatment with extraneal, physioneal and nutrineal intraperitoneally (ip) for automated peritoneal dialysis (apd). During a visit by a baxter homecare nurse to the patient's home, the patient reported that during 2010, he had experienced an unspecified number of peritonitis episodes and recurrences. On an unknown date in 2010, following an unspecified number of peritonitis, the patient's catheter was replaced due to suspicion of catheter contamination. On an unreported date in 2010, the patient recovered from the peritonitis. The action taken with extraneal viaflex, physioneal, and nutrineal pd4 therapies were not reported. The reporting consumer did not provide an assessment of causality. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.